Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical generator mode vio 300 d (part number 10140-000) was used in a colonscopy in the right colon. The patient was being treated for angiodysplasia in the cecum. The settings for the erbe apc/esu system were apc pulsed, effect 2 at 20 watts and for a short time apc forced at 20 watts. Furthermore, the customer stated that there was poor firing as well as a pinpoint effect with the system and multiple apc probes were employed. The account also reported that, the apc connector hose was not allowed to dry after it was reprocessed and prior to use as required. But they did purge it several times to remove the water. Nonetheless, another system was used to complete the procedure. Normal firing was achieved though argon plasma was applied for a long period of time in the cecal area due to oozing of the angiodysplasia (note: this area had been treated as well in a previous procedure for arteriovenous malformations (avms). Later that evening, the patient had abdominal pains. A cecal perforation was deteced and surgery was performed to address the issue. The patient is now in good condition.

Manufacturer narrative:
The erbe apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This includes an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. The settings for the erbe apc/esu system were typical/common for the procedure. Most likely there were many factors involved with the situation (i.e. The use of the equipment, patient's condition, etc). For example, in all likelihood, the water in the hose caused the initial firing issues experienced by the account and may have played a part in the circumstances (note: the apc connector hose is supposed to be completely dry prior to use. This precautionary statement is in the notes on use for the device). However, based upon past reports, it appears that the patient's condition was a significant factor in the event. That is, to remedy to oozing angiodysplasia in a known thin-walled area which had been treated previously, the remaining wall was not sufficient to stay intact which resulted in the perforation. However, no conclusive determination could be made as to the cause of the event. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work is being planned at the facility. The facility is also going to upgrade their system to use fiapc probes to eliminate the need to have an apc connector hose. This would remove the possibly to use a hose that was not completely dry. No trends have been identified with this incident.